Event description:
A home patient (hp) contacted a baxter home pt service rep and reported a homechoice cassette with holes in the line. Product surveillance contacted hp. Hp stated she noticed fluid on carpet in the middle of the night after waking up and trying to resolve unk alarm. Hp pulled on lines in attempt to resolve alarm but stated that was not the cause of fluid leak. Hp stated there were 2 holes in lines, possibly on the 2nd and 3rd supply line. Hp stated leak occurred during pt use but could not remember the exact process step. Hp had to restart therapy with new supplies. Cassette was not being reused. Hp does not have pets. Hp noticed no damage to overpouch or carton in which the homechoice cassette was delivered. Hp did not use sharp objects to open carton or overpouch in which homechoice cassette was delivered. The hp discarded sample. Hp informed her pd nurse of leaking homechoice cassette and stated there was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
A follow-up MDR will be submitted upon completion of batch review.